Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.